Event description:
While performing a CABG (3) enclose ii anastomosis assist devices were opened. The first two would not open, the wrenches stripped out with minimal torque even though they were tested prior to insertion. The third worked properly to complete procedure.packaging was only available for 1 of 2 devices returned to manufacturer for evaluation.manufacturer provided rga for product return evaluation.